Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a damaged lcd cable connector was confirmed. Ventec replaced the lcd cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was a damaged connector on the lcd cable.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec performed an internal inspection and observed that its lcd cable connector was damaged which could result in a black display. There was no patient involvement associated with the reported event.